Manufacturer narrative:
Section a4: unknown/ not provided. Section d4: lot #: unknown/not provided. Section d4: model # unknown/not provided. Section d4: catalog # unknown/not provided. Section d4: expiration date: unknown, as the lot number of the device was not provided. Section d4: UDI #: unknown as product lot number was not provided. Section d6a: if implanted, give date: not applicable, as the device is not implantable. Section d6b: if explanted, give date: not applicable, as the device is not implantable. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the lot number of the device was not provided. Section h5: labeled for single use: unknown, as device information was not provided. Section h8: usage of device: unknown as device information was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that on (B)(6) 2025 there was an issue that occurred where a surgical wound would not seal following a standard procedure. The effective phacoemulsification setting was 6.3, and a disposable phaco tip was used. Through follow up it was learned that there was a small corneal burn, main incision, on patient's left eye that required suturing. Doctor placed 1 10-0 nylon suture. Patient continues to have a scar. Moxifloxacin drops were prescribed which were outside standard of care. Patient was seen on (B)(6) 2026 and the suture was removed. Patient will be returning for refraction in the next few weeks. With the suture, patient was 20/30 distance uncorrected. No additional information was provided. Note: this report is against the tip. A separate report will be filed against the whitestar, handpiece and tubing.